Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure and drawer was not detected on bus. Due to this malfunction the user mentioned that the medications were obtained from another station. No delay was observed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had cables not properly connected. A field service engineer resolved the issue by reseating the row board cable connections back and tested. The system functioned as intended after the field service engineer troubleshooted the device.